Event description:
During an incoming inspection at the distributor, the following product was determined to be non-conforming because of the presence of a foreign material inside the blister. Preliminary analysis showed that the device was manufactured according to all applicable procedures.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During an incoming inspection at the distributor, the following product was determined to be non-conforming because of the presence of a foreign material inside the blister. Preliminary analysis showed that the device was manufactured according to all applicable procedures.